Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high but that the sensor gave an inaccurate reading, causing the threshold suspend to be activated inappropriately. The blood glucose reading was 466 mg/dl while the sensor reading was 69 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.